Event description:
It was reported that a manifold was leaking from the check valve. This malfunction was observed during the ¿incoming inspection¿ at the facility. There was not patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number: the exact lot number is unknown; however, the customer did inform baxter that the deficient manifold was from one of two lots: sr11h17020 or sr11l21058. Expiration date: lot sr11h17020 expires 08/31/2014, lot sr11l21058 expires 12/31/2014. (B)(6). Sr11h17020 was manufactured on 08/17/2011 and sr11l21058 was manufactured on 12/21/2011. A review of all batch record documents related to sr11h17020 and sr11l21058 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the female luer of the device was bonded with an unknown component. There were no cracks or damage observed at the connection between the check valve and the manifold. An air pressure test revealed that there was a leak at the connection between the check valve and the manifold. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.